Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s transmission was not uploaded to merlin.net. It was noted that the data stored in the pacemaker's device memory/session records were corrupted. No intervention was performed. Patient status was not reported.